Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1007/s00192-023-05570-w. Related events captured via: 2210968-2024-04431.

Event description:
Title: assessing the effectiveness of antimicrobial pouch use for infection prevention in sacral neuromodulation the objective of this study is to investigate the utility of antimicrobial pouches for patients undergoing sacral neuromodulation (snm). A total of 170 cases were identified, ranging from (B)(6) 2022. The tissue was then closed in two layers overlying the battery, utilizing first vicryl suture (ethicon) followed by monocryl suture (ethicon). Reported complication is infection. In conclusion, the use of antimicrobial pouches in snm is associated with a decreased rate of infectious complications. Revision cases displayed a higher rate of infectious complications.